Manufacturer narrative:
Section b2: correction. Manufacturer's investigation conclusion: the report of pump thrombosis could not be confirmed through this evaluation as the device is not available for investigation. In addition, a specific cause for the reported elevated ldh and a direct correlation with the device could not be determined through this evaluation. Moreover, a specific cause for the reported infection could not be determined through this evaluation. A direct correlation between the device and the patient¿s outcome could not be conclusively determined. It was reported that the patient was readmitted on (B)(6) 2019 for a pump pocket infection and remained in the hospital until on (B)(6) 2019. During his admission, he underwent many wound washouts, placement of an omental flap cover, and many weeks of IV and oral antibiotics. Also during his admission, the patient¿s ldh began to increase so he was placed on IV heparin, integrilin, and angiomax with a successful decline in ldh. The center decided that the patient was not a candidate for another pump exchange and he was discharged to sub-acute rehabilitation on (B)(6) 2019. He was readmitted the following day on (B)(6) 2019 for a fever and was found to have positive blood cultures and an elevated inr. He was placed back on IV antibiotics but his ldh level continued to rise. The patient ultimately expired on 20nov2019 with an ldh of over 3500. The cause of expiration was reported as pump thrombosis. At the time of the event, the pump was reportedly still operating with fairly normal parameters other than a low pi. The pump was not explanted following the patient¿s expiration. The heartmate ii lvas IFU lists device thrombosis, hemolysis, infection, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2019 due to pump thrombosis. Additional information reported that prior to expiration the patient was admitted on (B)(6) 2019 for pump pocket infection and remained in the hospital until (B)(6) 2019. In that time, the patient had many wound washouts, an omental flap cover and many weeks of IV antibiotics to oral antibiotics back to IV antibiotics back to oral antibiotics before discharge. During that hospital stay the patient¿s lactate dehydrogenase (ldh) had started to climb so the patient was placed on IV heparin and integrillin that was switched over to angiomax with a successful decline in ldh. It was decided that the patient is not a candidate for yet another pump exchange as it would've been the patient¿s 4th or 5th. The patient was discharged on (B)(6) 2019 with a readmission on (B)(6) 2019 for fever and once again positive blood cultures and an elevated inr. The patient was placed back on IV antibiotics but unfortunately the patient¿s ldh continued to rise and the patient expired on (B)(6) 2019 with an ldh of over 3500 u/l. The pump was still operating, pump parameters were still normal other than a low pi. The pump was not explanted so it will not be returned for evaluation. No further information was provided.